Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pressure transducer test has been confirmed during evaluation of received problem description. Moreover, received logs confirm that the ventilator failed pre-use check on the given event date. Our field service engineer was on site to investigate the reported issue further and could duplicate the fault. After adjusting barometer the ventilator functioned properly and it was cleared for clinical use.